Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was unable to be implanted due to high out of range shock impedance measurements. Multiple attempts were made to obtain however the impedance measurements remained out of range including confirming device to lead connection. This system was then removed from the patient. Tissue was then removed form the device pocket and a new system was implanted with acceptable measurements obtained. No adverse patient effects were reported.